Manufacturer narrative:
(B)(6). The field service engineer (fse) discussed with the customer. In the controls, it was determined that there were deteriorations in the lead configuration during the ECG monitoring of the system. In the fault detection, it was determined that the system was caused by a software error. The software of the system has been updated. Necessary tests and measurements were made. The system was delivered in working condition. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was an ECG failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.